Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the hospital based biomedical engineer removed the front cover of the heart lung console and found that the two screws were difficult to remove. The screws "squeaked" while being removed. After removal, the biomed found both screws were cross threaded. After further investigation, the biomed noticed the thread pitch was different on one of the screws. The device was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.